Event description:
The lay reporter contacted lifescan (lfs) in 2006 alleging high readings on the pt's fast take meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info: the pt obtained an elevated reading of 590 mg/dl and felt nervous and anxious at the time of testing. The pt ate food and/or beverage after attempting to use the meter. At an unspecified time, the pt went to the emergency room and did not receive any medical treatment. The pt was tested on an unspecified meter and obtained 300's and there was another reading of 194 mg/dl. The technique of applying blood on the test strip was correct. Customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have also been helpful to know the pt's diabetes regimen, readings prior to the incident, whose meter read the 194 mg/dl and the reading in the 300's. It would have also been helpful to know the condition of the testing supplies and running a quality control test on the test strips. This complaint is being reported since the pt's symptoms may not have correlated with his meter reading. The pt ate food with the reading of 590 mg/dl and later obtained a reading in the 300's in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.